Event description:
Pt. Undergoing total hip replacement. During procedure, trial femoral head sizing ball dropped into the hip incision and then into the pelvis. Second ball used to size prosthesis also dropped into incision, then pelvis. On completion of total hip replacement procedure, gynecology was consulted for laparoscopic retrieval of the two sizing balls from the pelvis.